Manufacturer narrative:
(B)(4): information unavailable.

Event description:
It was reported that the subject had been complaining of port pain since (B)(6) 2013. In (B)(6) 2014 the pain got worse and she reportedly came in for this problem. An endoscopy was performed to rule out band erosion and was negative. Her pain was of unknown etiology but due to extreme pain, the decision was made to remove the band system. The pain has been resolved since removal. The patient is fine.

Manufacturer narrative:
(B)(4). Additional information: complaint cannot be confirmed, evaluation of the device cannot confirm events that are physiological in nature (i.e: port pain). Investigation has shown that the port is fully functional. Biological debris was inhibiting full functionality. This is outlined in the IFU stating "tissue growth may impede the ability to rotate the actuator ring and retract the fastening hooks, so the port may require dissection from the fascia for removal." A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.